Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead complained of muscle stimulation. The physician was able to recreate at 2 volts. A lead fracture was suspected and surgical intervention was performed. The lead was capped and replaced without incident. Three weeks later the patient's symptoms returned. The physician now suspects that the root cause is not a fractured lead but a header issue with the associated device. Additional surgical intervention is planned.